Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24 may 2024, it was reported that on (B)(6) 2024, patient experienced that infusion set fell off during use. The area of insertion was cleaned and air-dried. The infusion set was used for around one and half day.the blood glucose level was 135 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.